Event description:
A us distributor reported that a monitor cannot run detect and treat testing..

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 1881) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for failure was due to corrupt software on apps. Reporting out of abundance of caution. The root cause for the corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.